Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented in-clinic for routine follow-up. Stored egms for two vf episodes indicated high, out of range high voltage impedance measurements during the episodes. The vf episodes were successfully converted. Lead fracture was suspected. The lead was explanted and replaced. The patient was fine after event.